Event description:
As reported by the user facility: brief inquiry description: air bubble alarm with no visible air in line. Detailed inquiry description: levophed primed and placed in standby at approximately 0600 to prepare for open heart case. Infusion taken out of standby at 0855. At 0900 levophed alarmed with air bubble alarm. Tubing was removed by anesthesia and no air was visible. Tubing was reinserted. At 0905 levophed again alarmed air bubble alarm. Anesthesia removed line from patient and reprimed line. No air bubble was seen during priming. Wiped section of tubing that sits against sensors with alcohol prior to reinsertion and no more issues noted. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, no defects were noted. The sample was attached to observe if it would fit into the pump. The tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested per specification and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted